Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 100ml of zosyn programmed to infuse at 25ml/hr displayed an error while on a patient who was undergoing a CT. The clinician noted a balloon in the pumping segment of the tubing located within the pump chamber. There was no patient harm. The device was sent to the facility's biomed department who reviewed the pump event log and stated it showed a channel malfunction and a few operator key punches of pausing and restarting of the pump. When they performed product maintenance they noted the patient side occlusion was at 11.35psi, a bottle side occlusion within less than a second and a fluid accuracy of 11.89g which are within adequate specifications.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment of the tubing was confirmed. Visual inspection observed an area of the silicone segment directly below the upper fitment component to have a slight bulge as compared to the rest of the silicone segment. Functional testing was unable to replicate the ballooning. The root cause of the balloon is excessive pressure within the silicone segment, which causes the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.

Event description:
The customer reported that an infusion of 100ml of zosyn programmed to infuse at 25ml/hr displayed an error while on a patient who was undergoing a CT. The clinician noted a balloon in the pumping segment of the tubing located within the pump chamber. There was no patient harm. The device was sent to the facility's biomed department who reviewed the pump event log and stated it showed a channel malfunction and a few operator key punches of pausing and restarting of the pump. When they performed product maintenance they noted the patient side occlusion was at 11.35psi, a bottle side occlusion within less than a second and a fluid accuracy of 11.89g which are within adequate specifications.

Manufacturer narrative:
Correction to initial report: date received by MFR.

Event description:
The customer reported that an infusion of 100ml of zosyn programmed to infuse at 25ml/hr displayed an error while on a patient who was undergoing a CT. The clinician noted a balloon in the pumping segment of the tubing located within the pump chamber. There was no patient harm. The device was sent to the facility's biomed department who reviewed the pump event log and stated it showed a channel malfunction and a few operator key punches of pausing and restarting of the pump. When they performed product maintenance they noted the patient side occlusion was at 11.35psi, a bottle side occlusion within less than a second and a fluid accuracy of 11.89g which are within adequate specifications.